Manufacturer narrative:
The bone pin involved with the event was not returned. The risk of bone pin breakage is not unique to our procedure and is a well-known and accepted risk in computer-assisted surgeries and other procedures requiring fixation to body structures. The exact lot number of the bone pin is unknown; however, the site had only two different lots. Bone pins from both lots have been tested. An investigation was initiated, and is on-going.

Event description:
During the placement of the bone pins, one bone pin was loose and the pin dislodged. Upon removal of the bone pin, the tip broke off. The surgeon chose to leave the broken bone pin tip in the patient.